Manufacturer narrative:
Based on the information provided by the provider/patient, there is no evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being file as an MDR since the provider/patient reported symptom's or physiological condition related to temporomandibular disorder (tmd).

Event description:
The provider reported the following: the provider reported the patient has stage 3 tmd, the provider is not necessarily blaming the aligners from an MRI. They are saying the patient has been reporting pain and has also reported pain in the past, after the MRI they have officially been diagnosed with this. Patient reported: "I have pain with tray 7-8! I'm not sure how to finish due to pain on left side. It's feels like I have infection in jaw or ear and a crunchy noise from tmj that is severe in left side."